Manufacturer narrative:
The reported complaint of a microclave breaking off could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a DHR review.

Event description:
The luer lock of a 5 gang 4-way nanoclave¿ stopcock w/baseplate, rotating luer reportedly broke, and discontinued the flow of unspecified life-sustaining medications. The patient was in transport from the CT scanner when a snap was heard and the norepinephrine line (the gtt was off) was disconnected. The microclave that was attached to the manifold was snapped in half, exposing a sharp edge and there was no way to reconnect the IV tubing. When en route back to unit, a second microclave connected to running nicardipine was snapped without significant pulling of the lines, in the same fashion. Blood was backing up in the line, and the patient's blood pressure was monitored until patient returned to their room and a new nicardipine gtt was hung. There was patient involvement but no harm.